Manufacturer narrative:
The date of the event onset was reported as an unspecified date ¿'a few days before memorial day ((B)(6) 2016).¿ should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis related to the transfer set. The event was further described as ¿transfer set fell off (unable to further describe).¿ twenty four hours after the transfer set fell off, the patient had peritonitis. The patient visited the emergency room. The patient was treated with unspecified antibiotics (drug names, doses, routes, and frequencies not reported) for peritonitis. The patient was subsequently admitted to the hospitalized. Pd therapy remained ongoing. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient had recovered. No additional information is available.